Event description:
The customer reported that the system had a complete loss of motorized motion functionality. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation the l-arm was found to be damaged and needs to be replaced during the service call. The reported issue is currently under investigation.